Manufacturer narrative:
The following fields have been updated with corrections: d.2. Medical device catalog #: 305762 d.4. Medical device expiration date: 2025-05-31 d.4. Medical device lot #: 0143249 h.4. Device manufacture date: 2020-05-22.

Event description:
It was reported that needle eclipse 25x1 rb safety mechanism detached. The following information was provided by the initial reporter: material no.: 305761 batch no.: 0143249. It was reported that when pulling the pink safety back it snapped off. This occurred several times with different nurses. This occurred prior to use.

Event description:
It was reported that needle eclipse 25x1 rb safety mechanism detached. The following information was provided by the initial reporter: material no.: 305761; batch no.: 0143249. It was reported that when pulling the pink safety back it snapped off. This occurred several times with different nurses. This occurred prior to use.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 0143249. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle eclipse 25x1 rb safety mechanism detached. The following information was provided by the initial reporter: material no.: 305761. Batch no.: 0143249. It was reported that when pulling the pink safety back it snapped off. This occurred several times with different nurses. This occurred prior to use.